Event description:
Fish closure device sheath tip dislodged into tissue track upon removal. Manual pressure applied due to closure device failure. No hematoma or significant amount of bleeding noted. Pt taken into the procedure room where the pt discharged home in stable condition and pt was aware of closure device failure.